Event description:
The customer reported that the 840 ventilator had a vent inop condition while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien troubleshot this issue with the customer over the phone. Covidien suggested running extended self test (est), calibration, and performance verification test. Run the unit for 48 hours on the test lung. The customer reported that the alleged malfunction was not duplicated. The ventilator passed all testing.